Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Twenty days post filter deployment, CT revealed there was thrombus in the ivc above the level of the filter extending almost to the level of the caudate lobe of the liver. The thrombus was located centrally within the lumen and was about 8 cm in length with diameter of about 1.5 cm. Approximately one year later, patient presented for filter retrieval. Angiogram revealed, posterior tilt of ivc filter. Multiple unsuccessful attempts (20mm snare directed with multiple catheters, 2 separate cone devices) were made to reposition the filter tip to allow to snare and capture the filter but was not successful. Approximately one month later, second retrieval attempt was made. Posterior venoplasty of ivc was performed to free the filter from ivc. By using biopsy forceps, the filter was successfully retrieved. Subsequent venogram revealed, ivc filter intact and nothing left in ivc. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for the perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to reposition the filter tip using snare but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.